Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with lightheadedness and presyncope. The patient's heart rate was as low as 27 bpm. Upon interrogation, the right ventricular lead exhibited oversensing of the p and r waves. The lead also exhibited a loss of capture. An x-ray revealed that the lead had become dislodged. The lead was replaced. No further information was reported.

Manufacturer narrative:
(B)(4).